Manufacturer narrative:
Corrected information: d4. Model #: remove 15200-55-500, add 15252-55-500. Catalog #: remove 15200-55-500, add 15252-55-500. Lot #: model # 15100, lot number is ap02056. Model # 15252-55-500, lot number is ct02235. Primary UDI: for model # 15100: ((B)(4). For model # 15252-55-500: (01)00190376231952(10)ct02235. H3. Yes. H4. For model # 15100: 02/24/2024. For model # 15252-55-500: 06/10/2024. H6. Investigation findings: 3207, 3243. Investigation conclusion: 19, 61. Device evaluation: visual inspection of the rod showed set screw single parenthesis marks on the anterior side that are uncharacteristic as there is no dash dot dash pattern. These marks indicate where the failed screw-rod-set screw interface occurred. These marks indicate improper seating of the rod into the tulip and bushing interface. Visual inspection of the set screw showed deep thin marks all around the outer circumference, which could indicate inference with one side of the rod during lock down. This set screw also had marks on the drive feature. The set screw back out is likely a result improper seating of the rod in the polyaxial screw during lock down of the set screw. The section of the rod where the set screw back out occurred curves in such a way where the polyaxial screw may not have normalized inside of the rod slot. This is further supported by the markings on the set screw and the markings on the rod. The improper lockdown would have allowed the set screw to loosen and the rod to shift in the rod slot resulting in the uncharacteristic wear in the polyaxial screw where the set screw back out occurr. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Do not final tighten under compression or distraction as the rod may not be normalized to the tulips, resulting in rod slippage. Failure to tighten set screws using the recommended instrument(s) could compromise the mechanical stability of the construct. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Postoperative management: immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Manufacturer narrative:
The implants are currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
Around 1 month post-operatively, radiograph images revealed a rod slippage on a set screw back out.